Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported discrepant sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they received approximately 10 discrepant results with quickvue otc over the past 5 months testing every couple of weeks. The consumer did not mention any confirmatory testing being completed or give any further explanation. The 9 other consumer events are captured on separate reports.